Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient inserted a new sensor, received an urgent low alert; however, his bg was 463 mg/dl. The patient was not feeling well, was sleepy and self-treated by drinking water. The patient uses an unspecified insulin pump. No other details were provided. There was no documentation of medical intervention. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.